Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient was admitted to the hospital for heart failure treatment when the patient experienced ventricular tachycardia and cardiopulmonary arrest. The patient then was cannulated for extracorporeal membrane oxygenation, and an intra-aortic balloon pump was placed. The patient then underwent a percutaneous cardiac intervention, and the decision was made after to implant an impella cp pump for escalated mechanical support. It was reported that after the impella cp support was initiated, the patient was returned to the cardiac care unit. Upon arrival at the room, an ultrasound was performed and confirmed that the impella had fallen out of the left ventricle and was in the aorta. The impella cp was immediately removed and replaced with a new impella cp. Three days later, the patient expired on support with the second impella cp pump. No adverse events or issues were reported with the second impella cp pump.

Manufacturer narrative:
A.2 and a.4 are unknown. Based on the information available, the first impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 code b18 was reported incorrectly on the initial report that was submitted. B17 is the code that should of been on the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. No product was returned. Device in wrong position (positioning issue): the cause of positioning issue cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.